Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 30x3mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous, moderately calcified left anterior descending artery (lad). A 4.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the mid-section and distal end of stent, the stent struts were lifted from their crimped positions and deformed. The undamaged section of the crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 30x3mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous, moderately calcified left anterior descending artery (lad). A 4.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.